Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The insulin pump was programmed with a test guardian 2 link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The insulin pump was monitored for six (6) days. The sensor lasted 146 hours before the insulin pump received a sensor expired alarm. The insulin pump calculated sensor age properly and no sensor anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that issue with the sound and the alarms and the count down of the sensor. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.